Event description:
Adverse event(s): no patient impact (no known impact or consequence to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported a system message displayed that was unable to be cleared. The system was switched out to complete the case.

Manufacturer narrative:
A company rep examined the system and was unable to duplicate the problem reported. Preventative maintenance was done to the system. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).